Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields - d9 a getinge field service engineer (fse) inspected the unit and identified a broken cable in the doppler assembly. The fse also reviewed the unit¿s error logs and identified multiple error 108 events. To resolve the issue, the fse replaced the doppler assembly (d150-00-0001) and the front end board (d670-00-1164). Following replacement, the unit was calibrated and tested, and the issue was successfully resolved. The unit passed all required functional checks and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of an internal communication failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump (iabp) had doppler and communication error issue prior to use; doppler had broken cable. There was no patient involved.